Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the vibration not working on insulin pump. The customer¿s blood glucose level was unknown. Customer could not tell the difference between the sound levels and that at times the sound works but the vibration doesn't. The insulin pump will not be returned for analysis.